Event description:
Steady leakage from the septum was observed when fluids were infused. There was no exposure to mucous membranes as a result of this incident.

Manufacturer narrative:
One unit was received in conjunction with MDR access numbers 1710034-2012-00033, 1710034-2012-00036 and 1710034-2012-00037 on (B)(4) 2012 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).